Event description:
This report was received as part of an international pre-PMA 5 year clinical study that was both retrospective and part-prospective in nature. The clinical report indicates revision surgery was performed due to pouch dilatation and reflux.

Manufacturer narrative:
Strain relief. The product associated with this report has not yet been returned as the device remains implanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a strain relief. The technique used to implant this device is known as the perigastric technique. Based on his years of experience, the reporter has drawn a conclusion in comparing the perigastric technique to the pars flaccida technique. In their article "evolution of a paradigm for laparoscopic adjustable gastric banding" (american journal of surgery, december 2002, volume 184, number 68), dr. Stated "the pars flaccida approach appears to have an advantage over the perigastric approach in reducing rates of dilatation and prolapse." In another article, "laparoscopic adjustable gastric banding" (surgery for obesity and related diseases 1 (2005) 310-316), , md wrote "whereas the lap-band itself has changed little since its introduction in 1993, certain aspects of its surgical placement, postplacement care, and access port design have changed significantly. These changes have been aimed at improving outcome and reducing morbidity, especially the significant late complications: band prolapse/pouch dilatation (several ways of describing an abnormally large segment of stomach above the band)" and noted that "development of the pars flaccida dissection pathway for the placement of the band posterior to the gastroesophageal junction has significantly reduced the incidence of posterior gastric prolapse as compared with the perigastric approach." Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage." Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."